Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit is curved at the connector piece. The unit also had white spots. The failure occurred during surgery, but there was no injury to the patient.